Event description:
It was reported a patient fell during a stress test. The user facility has declined to provide info concerning the pt's injury & treatment. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.